Event description:
Customer reported she thinks the insulin pump over heated. Customer went on a long run and had the device in her bra. Customer stated when she got home the device had a blank display. She inserted a new battery and the device still had a blank display. Customer stated she left the device for awhile and it turned back on. She attempted to bolus but the up and act buttons were not working. The b button doesn't respond either. Customer stated there was condensation underneath the screen. The device was not dropped or bumped. Customer's blood glucose was 2.4mmol/l. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed functional testing and self test. All operating currents are within specification. All buttons functioned properly however moisture damage noted on electronic assembly and keypad traces during visual inspection. The insulin pump was received with cracked case on display window corners, minor scratches on liquid crystal display window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.